Event description:
Pt was set up for exam. The injection site was in the left wrist behind the thumb. The injection flow rate was set for 1.5ml/sec. There was adequate enhancement in the organs and the pt did not complain of any discomfort during the procedure. At the end of the procedure the technician noticed significant swelling under the entire patch. A scan of the arm was not done. However, it was estimated that approx 40ml of contrast extravasated. Pt was given warm then cold compresses. The swelling subsided and the pt was sent home. No further medical intervention was required.